Event description:
It was reported that the patient presented during a pacemaker replacement procedure. During the procedure, the set screw failed to be released to remove the lead from the header of the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented during a pacemaker replacement procedure. During the procedure, the set screw failed to be released to remove the lead from the header of the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to remove setscrew to release the right ventricular lead was not confirmed. Final analysis found the right ventricular setscrew was normal with no stripping or defects. Analysis revealed that the setscrew had been untightened and it was untightened with normal force. The pacemaker has the original sbp header design manufactured on 07/16/2014 where leads cannot be normally inserted into the connector ports. The leads would have had to be forced in with extreme forces and manipulations. Normal force and manipulations could not remove the lead. No setscrew anomalies were found.